Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported flow rate error, which was not reproduced or confirmed during flow rate testing as under infusions. The device was found to infuse accurately at all flow rates. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05516 can be removed from the FDA database.

Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
Biomedical engineer phoned in on (B)(6) 2016 to report that during chemo therapy in "10 west" completed 2 hours after anticipated completion time during therapy with a patient. Any medical intervention or injury is unknown. The device is also being returned per (B)(4).